Event description:
It was reported that during a procedure the "distal tip of the catheter broke off in the left atrium of the patient." Another physician was brought into the procedure to help remove the tip. The piece was successfully removed from the patient.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was visually inspected and was found to possess visible damage to the most proximal electrode (with respect to the shaft); the electrode was completely detached from the catheter. The device was not submitted to inline testing. Instead, the device and the detached electrode were sent for fracture analysis to a third party laboratory where is was confirmed that the electrode showed multiple indications of physical abuse. It was also stated that the most likely cause of the electrode failure was physical impact(s) to the electrode, resulting in separation of the electrode. Therefore, the most probable root cause of the reported event is electrode separation from the shaft as a result of mishandling subsequent to distribution from stryker. Sss's instructions for use state: "inspect the catheter for overall condition and physical integrity. Do not use the catheter if electrodes appear loose or if any damage is noted. If such problems exist, return the catheter and packaging to stryker sustainability solutions." The device history record for the returned device indicates that the device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.